Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Caller states that her husband was not feeling well and the paramedics were called. They performed a blood test with the trueresult - 47mg/dl and another meter 27mg/dl. Merer memory results were: 47mg/dl, 39mg/dl, 117mg/dl, 165mg/dl, and 126mg/dl . Trueresult meter was not set for time and date. Caller refused to perform another blood test. Pt was not taken to the hospital and further details on treatment were not given.